Event description:
Same case as #2134265-2009-01839. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. An unspecified manufacturer's stent was implanted in the right coronary artery. A 90% stenosed lesion was also identified in the tortuous left anterior descending artery (lad). The diameter of the lad was measured at 2.8mm. Clopidogrel was administered post procedure. The patient returned to the ccl for a staged procedure of the lad. Thrombosis was confirmed in the proximal lad. The lesion was predilated with a 2.0x10mm balloon. The balloon was inflated to 8 atm's for 10 seconds and twice to 10 atm's for 10 seconds. Next, a 2.75x24mm taxus liberte ' stent was deployed at 9 atm's for 10 seconds. Angiography confirmed there were no problems and the procedure was complete. Two days later, the patient presented to the hospital with complaints of chest pain and an emergent cath was performed. Angiography revealed a 100% thrombotic stenosis proximal to the 2.75x24mm taxus liberte' stent and within the stent. The thrombus was aspirated with a non-bsc thrombectomy catheter. Predilation was performed with a 3.0x18mm balloon and a 2.75x8mm taxus liberte' stent was deployed at 14 atm's for 10 seconds at the proximal portion of the previously implanted stent. Angiography confirmed there were no problems and the procedure was complete. Eight days later, the patient presented to the hospital with complaints of chest pain. A 100% thrombotic stenosis was found in the same location as the previous thrombosis eight days earlier. The thrombosis was aspirated with a thrombectomy catheter and angioplasty was performed with a 3.0x15mm balloon. An intra-aortic balloon pump (iabp) was placed and the patient was transferred to the ccu. The iabp was removed later that same day. Patient was discharged from the hospital on an unspecified date. The patient remained on clopidogrel and aspirin during all procedures. After the last thrombosis event, the physician discontinued the clopidogrel and started the patient on cilostazol. It is the opinion of the physician that thrombosis possibly developed due to resistance to clopidogrel. No further complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.